Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant upstream occlusion alarm and was not infusing within settings during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "constant upstream occlusion alarm" was not reproduced. Evaluation performed upstream occlusion testing and the device passed. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor which was found peeled. The ultrasonic sensor required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted. During functional testing, the reported problem "not infusing within set range " was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was undetermined as the device was no longer in its received condition prior to testing . Should additional relevant information become available, a supplemental report will be submitted.